Event description:
Boston scientific received information that this right ventricular (rv) lead displayed pacing impedances of greater than 2000 ohms. The local boston scientific field representative reported that there had been a gradual trend from approx 1500 ohms one year ago to the present day of greater than 2000 ohms. It was reported that the physician was going to continue to monitor the situation and believed the source of the clinical observation was due to scar tissue or a possible lead fracture. There were no adverse patient effects. The lead remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.